Manufacturer narrative:
(B)(4).

Event description:
The customer was running patient samples and testing for ise indirect na, k, ci for gen.2 on the cobas 6000 c (501) module. During the run, the customer began to receive alarms. They found that the sipper tubing had come off during the run. The sipper tubing was re-attached and ise checks and quality controls were run with acceptable results. The customer pulled the parent tubes from the patients that were run several hours prior to identifying this issue and repeated the tests on their other c501 module. Data was provided for 7 patient samples. Based on the data provided, the results for 5 patient samples were erroneous when tested for na, k, and cl. The erroneous results were reported outside of the laboratory. The repeat results from the other c501 module were believed to be correct. Corrected reports were sent. Patient 1 initial na result was 123 mmol/l. The repeat result was 140 mmol/l. Patient 2 (female, (B)(6)) initial cl result was 91 mmol/l, initial k result was 4.7 mmol/l, initial na result was 132 mmol/l. The repeat cl result was 103 mmol/l, repeat k result was 4.0 mmol/l, repeat na result was 140 mmol/l. Patient 3 (female, (B)(6)) initial cl result was 91 mmol/l, initial k result was 4.9 mmol/l, initial na result was 133 mmol/l. The repeat cl result was 102 mmol/l, repeat k result was 4.3 mmol/l, repeat na result was 140 mmol/l. Patient 4 (female, (B)(6)) initial cl result was 89 mmol/l and initial k result was 4.7 mmol/l. The repeat cl result was 103 mmol/l and repeat k result was 4.0 mmol/l. Patient 5 (male, (B)(6)) initial na result was 131 mmol/l. The repeat result was 141 mmol/l. No adverse event occurred. The customer declined to provide any electrode lot numbers or expiration dates. The field service engineer visited the customer site and the ise sipper tube was checked. Mechanical and fluidic system functions were checked. Tests were performed on the instrument and the results were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided.